Event description:
It was reported that the user contacted support regarding a g7 sensor warmup and began receiving glucose readings during the call, at which time the reading was 314 mg/dl while the user felt fine, and troubleshooting and education were completed by phone. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included a support call review and user education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.